Event description:
Depo-medrol injection administration. After drawing up medication into syringe, needle changed to prevent safety needle 1.5 in, 25 g, lot 221211c, manufacture number 102-n25105s3, exp 11/30/2027 for injection. Air expelled from syringe without issue. Needle inserted into patient. Half of medication injected and stopped. Needle withdrew from patient and changed to new. Balance of med given to patient.